Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer saw particles within the insulin vial. Reportedly, there was a small white piece floating within the syringe after loading the cartridge. It was noted that the customer inserted the needle into the septum, the inserted it into the insulin vial. It was noted that the white particle was a piece of the cartridge septum. There was no reported impact to the customer's blood glucose level.